Event description:
A user facility reported having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. A lasik procedure was performed with no improvement. The surgeon realized the pt was not a good candidate for the original lens and the lens was exchanged for a different model. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info was requested 02/29/2008, 03/03/2008 and 03/04/2008 by phone, fax and mail. A completed questionnaire has not been received.